Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm and bilateral iliac aneurysms approximately 69 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that a recent CT demonstrated that the fusiform infrarenal abdominal aortic aneurysm extends into the right external iliac and left common iliac arteries. Currently, the abdominal aortic aneurysm diameter is 37 mm and it is 32 mm in length. The right common iliac artery aneurysm measures 43 mm in diameter x 32 mm in length. The common iliac artery aneurysm is 33 mm in diameter x 37 mm in length which unchanged from last CT on (B)(6) 2010. It was reported that there is a distal type I endoleak in the left common iliac artery. The pt is scheduled for intervention at a later date. No further info was provided and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Aneurysmal iliac arteries bilaterally. Eval, conclusions: aneurysmal iliac arteries bilaterally.